Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
While reporting physical damage to the insulin pump, customer reported having a blood glucose level of 600 mg/dl earlier in the day of the call. Caller reported treating with a manual injection. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window and reservoir tube cracked.